Event description:
A 26 mm diameter x 15mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unknown. The aortic neck was short and was moderately angled. It was reported 11 months post stent graft implant; the stent graft had migrated distally. The short angled aortic neck and disease progression have contributed to the migration of the stent graft. There were no endoleaks reported, however the physician elected to implant 3 aneurx aortic cuffs with successful results. No additional clinical sequelae were reported and the pt is reported to be fine.